Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test performed. The sensor passed with accurate readings.

Event description:
It was reported that the customer had issues with her sensor and blood glucose readings. Her blood glucose level was 101 mg/dl but her sensor glucose reading was 185 mg/dl. The customer's sensor and blood glucose reading difference was not within an acceptable range. She received a calibration error alarm. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.